Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 560 mg/dl with unknown cause. Manual injection was administered to correct for the elevated blood glucose level. A system check could not be performed as the event occurred in the past.